Event description:
Customer reports, tl201 injection, splash backwards out of syringe as tl201 was injected into the angiocath. Approximately 1/2cc of tl 201 ran out into user's hand. There was no injury reported.